Event description:
Complainant indicated that while analyzing the heart rhythm of a pt (age & gender unknown) the device failed to charge the energy. Complainant indicated that the pt subsequently expired.